Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Remote support from the customer care solution was received and it was determined the paddle was connected poorly. The customer reset the paddle resolving the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was the paddle being connected poorly. The reported problem was confirmed. The customer reset the paddle resolving the reported issue. It has been concluded that no further action is required at this time. H3 other text: remote support from the customer care solution was received.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that in synchronous mode, the device cannot be discharged intermittently. A good faith effort clarified there was no patient involvement. Therefore, this report has been updated from serious injury to product problem.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported the device had an intermittent failure to discharge in synchronization mode. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.